Manufacturer narrative:
(B)(4). The patient's medications include; aspirin, lisinopril, toprol, trazodone, simvastatin, synthroid and vitamin b12. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On an unknown date, follow-up imaging identified a type ii endoleak originating from multiple lumbar arteries. Reportedly, it is unknown if aneurysm enlargement has occurred. On (B)(6) 2016, an additional procedure was performed whereby the aneurysm sac was embolized utilizing terumo hydrogel coils. Final angiography showed resolution of the endoleak and the patient tolerated the procedure.